Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (electrode belt connector damaged) has been confirmed. Upon evaluation, the trunk connector pins were bent on the electrode belt. The root cause of the bent pins could not be positively identified but was likely excessive force when connecting the electrode belt to the monitor. No adverse event resulted from the damaged trunk connector pins. The pt received a replacement electrode belt.

Event description:
A (B)(6) old male pt called zoll customer support to report that his electrode belt connector was damaged. The pt was issued a replacement electrode belt.